Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 54 mg/dl. Customer declined to troubleshoot for low blood glucose level. Customer was treated with food and coke for their low. The customer did not alleged that insulin pump was over delivering insulin. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode feature at the time of incident. Customer was neither in emergency room nor admitted into hospital. The pump will not be returned for analysis.